Event description:
On (B)(6) 2013, the patient¿s mother contacted animas to report multiple issues with a specific cartridge (lot b202008). The reporter stated the cartridge was leaking, had air bubbles and there was air in the line. The patient¿s mother stated the cartridge leaked into the pump¿s cartridge compartment on (B)(6) 2013. At the time of the call, the patient¿s mother mentioned the patient¿s blood glucose (bg) had been running high. On (B)(6) 2013, the reporter claimed the patient had a bg of 500 mg/dl with symptoms of nausea and vomiting. The reporter stated that in response to high bg she administered an injection, inserted new infusion set and changed cartridge and bg resolved to target. It is not known if the high bg with symptoms occurred before or after the cartridge issue was discovered. At the time of the call the reporter stated she was having issues with air in the line on the morning of (B)(6) 2013. She reported the patient had an elevated bg of 307 mg/dl with increased urination. The patient was administered 1 unit of insulin via injection in response to high bg. At the time of troubleshooting, the animas representative noted that the reporter did not have the subject cartridge to determine if luer connection was damaged. The reporter was advised to make sure luer connection is secure and if she notices any more leaking or air in the cartridge or line to call animas. During the call, the patient¿s mother also mentioned she had issue with infusion set not going into the patient¿s skin. The animas representative discovered that the reporter was not inserting the set as recommended in the instructions for use. It was also noted that the patient was cycling the cartridge 3x. The animas representative instructed the patient¿s mother on proper instructions for use regarding insertion of infusion set and cycling of cartridge. At the time of the call, the reporter confirmed there were no air bubbles in tubing or cartridge. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy. Based on the information provided, the alleged cartridge issues potentially caused and/or contributed to the patient¿s high blood glucose excursion.

Manufacturer narrative:
Follow-up #1: date of submission 10/28/2013. Device evaluation: no cartrdige was returned for investigation; a retain sample was pulled for investigation on 10/16/2013 with the following findings. A visual inspection, a force test and a leak test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.